Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1st july 2024, it was reported by an arthrex employee via email that for 2 units of ar-4500, meniscal cinch, the second implant set fell out before the button was pushed. The first implant set was properly placed but the second one fell out before the button was pushed. The surgeon used another ar-4500 to complete the procedure, but the same situation happened again. The case was completed successfully with another new ar-4500. This was discovered during a meniscus repair procedure on (B)(6) 2024. There was no patient harm and no secondary procedure was performed.